Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("device breakage") in a 45-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and hypothyroidism. Concomitant products included anovlar (loestrin) from 2011 to 2017 for menorrhagia. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hyperhidrosis ("sweating"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced dyspepsia ("problems with digesting food and going to the restroom"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and nausea ("nausea"). In may 2010, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("depression"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the device breakage, abdominal pain lower, abdominal distension, headache, hyperhidrosis, mood swings, depression, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, fatigue, weight decreased, dyspepsia, alopecia and vulvovaginal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Ultrasound scan vagina: in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("device breakage") in a 45-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and hypothyroidism. Concomitant products included anovlar (loestrin) from 2011 to 2017 for menorrhagia. In (B)(6) 2010, the patient experienced hyperhidrosis ("sweating"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight decreased ("weight loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspepsia ("problems with digesting food and going to the restroom"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and nausea ("nausea"). In (B)(6) 2010, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("depression"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, 6 years 1 month after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the abdominal pain lower, abdominal distension, headache, hyperhidrosis, mood swings, depression, bladder disorder, urinary tract disorder, migraine, nausea, device breakage, dyspareunia, fatigue, weight decreased, dyspepsia, alopecia and vulvovaginal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Ultrasound scan vagina - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (675117) added. Events sweating, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, bladder problems or changes, urinary problems or changes, migraines, nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight loss, problems with digesting food and going to the restroom, hair loss and vaginal area pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal distension ("bloating") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.